Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2014 with the following findings: a review of the pump¿s black box history showed that call service alarms related to the complaint were recorded. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The call service alarm issue was not able to be adequately investigated due to the display being blank and moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a call service alarm when performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.